Event description:
The facility reported a colleague infusion pump with a failure code of 804:26. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).device evaluation: the reported condition of failure code 804:26 was confirmed during product evaluation. The assignable cause was a software failure. No repairs were performed for the reported condition.the user interface module software version is 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.